Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -15.5/2.0/75 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation. On (B)(6) 2022 the lens was exchanged with a same length lens; but implanted vertically. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Expiration date: 05-31-2022. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Additional information: d9: 21-oct-2022. H3-device evaluation: returned product evaluation found the lens returned dry in a microcentrifuge vial with residue/debis on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within device specifications. Claim# (B)(4).